Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (alarms/damaged monitor case) has been confirmed. Upon investigation the monitor was unable to recognize a signal from all three therapy electrodes, causing the check te pad messages. The cause of the failure was isolated to the monitor's electrode belt connector which was pulled from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was causing frequent alarms and had a damaged monitor case.